Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, at the beginning of the procedure, when introducing the trocar into the patient, on the distal end of the cannula a small piece broke off and was retrieved by the surgeon using his fingers. A new trocar was used to complete the case. There was no patient injury.